Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was broken. The customer¿s blood glucose level was unknown. The customer reported that the reservoir does not lock in place and they had to tape the reservoir to keep it in the pump. The customer stated that this happened during normal use of the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from that insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.